Event description:
Pt was treated for a left superior hypophyseal artery aneurysm with bare platinum coils. Seven months later, same problem was treated with a combined stent-coil procedure, where there was unraveling, and they removed a hydrogel-coated aneurysm coil. Post-op, pt had complications of right upper extremity weakness, right hemiparesis, and multiple small subcortical infarcts found by MRI, consistent with thromboemboli. Pt also had a new 5mm focus of intraparechymal hemorrhage post-op on day 7. On day 15, pt was discharged home. Seven days later pt went to local ER with a 12x5x3cm intraparenchymal hemorrhage. Pt had no verbal or motor response and fixed dilated pupils. Family requested no medical care. Autopsy revealed disseminated foreign body granulomas in left cerebral hemisphere.